Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (manufacturer representative, healthcare provider, foreign). Regarding a patient who was receiving unknown baclofen, via an implantable pump. For unknown indications for use. It was reported, that the patient had been having inconsistent spasm relief. There was no issues with pump logs, etc.. And the catheter looked fine. The pump was on the warning list over 5 years ago. The hospital had replaced early and would be returned. There were no environmental/external/patient factors that may have led or contributed to the issue. It was reported, that the issue was not resolved at the time of report. It was reported, the patient's age, weight, medical history and gender were asked, but would not be available. The patient's status at time of report was alive, no injury.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the implant date was in 2018, but month and day were unknown. The explant of the pump was (B)(6) 2024. It was further reported that no cause was determined and a new pump had been implanted. The facility address was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# / serial# unknown implanted: explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown, ubd: unknown, UDI#: unknown. H3: analysis of the catheter revealed coring/tearing down in the cup of the sutureless catheter connector that leaked during pressure testing. Analysis of the pump revealed no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.